Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument arm drape was not recognized. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and did confirm the complaint "arm drape can't be recognized by the system". The accessory was found to have upside-down disks on one of four sterile adapters. The accessory was visually inspected, and all eight disks found are upside down. The retention plate appears to be in its correct position. The accessory was placed on the in-house system and failed recognition due to the upside-down disks. There was no physical damage observed with any other components of the sterile adapter.